Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a gall bladder removal surgery, the doctor was using a grasper unit. As the doctor proceeded to clamp, the unit broke in the pt. Further, the pin holding the unit together is still in the pt. The surgery was delayed due to the need for x-rays.